Event description:
Healthcare professional reported that "when applying the cannula on a syringe of [juvéderm® volbella¿ with lidocaine]" and "when trying to administer the hyaluronic acid, a long crack showed from the luer lock to the dosage scale and a lot of hyaluronic acid was lost". Patient received .4 ml of filler. No patient impact.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted 1.0 ml syringe with 0.4 ml of gel remaining in it received in an opened tray & pack. A rigid red plastic cap is inserted into syringe (not supplied by allergan and that does not fit with our syringe). Cracks are observed at the 3 mm luer lock level. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: method of use ¿ posology: juvéderm® volbella¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported that "when applying the cannula on a syringe of [juvéderm® volbella¿ with lidocaine]" and "when trying to administer the hyaluronic acid, a long crack showed from the luer lock to the dosage scale and a lot of hyaluronic acid was lost". Patient received .4 ml of filler. No patient impact.